Event description:
It was reported that the 9900 system had a stator not on error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay connector was re-seated during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.